Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber is broken, dents on distal frame, dents and bent on outer tube. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the additional malfunctions identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subjected device picture cut out screen says contact olympus. The event occurred during set up / inspection for use. There were no reports of patient involvement.